Manufacturer narrative:
This is an addendum to the initial emdr to document information provided through medical record review and some additional information provided by the contact. Based on the additional information provided the initial conclusion remains the same. We are unable to determine to what extent, if any the "marlex" mesh (bard flat) may have caused or contributed to patient's bowel obstruction and recurrent hernia. Per medical records the mesh was implanted seventeen years prior to the revision procedure. Based on the information provided it would appear that the patient's current situation is unrelated to the "marlex" mesh (bard flat) implanted in 1990, however no definitive conclusion can be made. Should additional information be provided, a supplemental emdr will be submitted. This report represents the "marlex" mesh (bard flat) implanted in 1990, an additional supplemental emdr was submitted to represent the bard composix kugel hernia patch.

Event description:
The following is based on information obtained through patient medical records: (B)(6)1990 - the patient was implanted with a "marlex" mesh (bard flat mesh) for the repair of umbilical and epigastric hernias.(operative report not provided) (B)(6) 2007 - the patient presented to the hospital with chronic small bowel obstruction. (B)(6) 2007 - the patient underwent an exploratory laparotomy, release of small bowel obstruction, enterolysis, jejunojejunostomy, stamm gastrostomy, implant of a bard composix kugel hernia patch to repair recurrent hernia and insert of triple lumen cvp. During this procedure the previous placed "marlex" mesh was noted under exploration and there was a portion of the jejunum noted to be attached to the mesh. The surgeon performed an enterotomy and anastomosis to release the obstruction. There is no indication in the medical records that the "marlex" mesh was explanted. Discharge notes indicate that the patient experienced post operative ileus and was further monitored with an ng tube and IV hydration until this resolved. The following was reported by the contact: (B)(6) 2017 - the patient was admitted for a "serious infection" and has since had a non-healing wound and a weight loss of 35lbs. It is reported that the patient was recently implanted with a pacemaker and once that is stabilized the patient will undergo an additional surgery to remove the bard composix kugel hernia patch and replace it with a "dissolvable material." Addendum per medical record review and information provided by the contact. Per medical records: 01/10/2017 - 07/27/2017 - the patient presented multiples times with abdominal pain and weight loss. (B)(6) 2017 - the patient presented with erythema and edema around the umbilicus, chills and shortness of breath for which he was sent to the emergency dept. Where he was administered IV fluids and admitted. During his stay, on two occasions, the patient underwent bedside incision and drainage of an abscess. The abscess was aspirated for culture prior to incision; the cultures were positive for infection. (B)(6) 2017- the patient was hospitalized for cardiac issues and underwent pacemaker placement. After discharge the patient was ordered home care for patient wound dressing to the abdomen and pacemaker care through (B)(6) 2017. (B)(6) /2017 - a follow up visit notes lack of progress in the healing of the abdominal area. Per contact and is not based on medical records: (B)(6) 2018 - the patient underwent explant of the bard composix kugel hernia patch, partial removal of intestine and implant of unspecified "pig skin" and unspecified "disposable" mesh to repair defect. The contact reports that there was no second mesh explanted or identified during this procedure. (B)(6) 2018 - the patient was admitted with an infection at the surgical site. As reported the infection is in the muscle layer. The patient was administered IV antibiotics since being admitted with a plan to debride the area.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the "marlex" mesh (bard flat) may have caused or contributed to patient's bowel obstruction and recurrent hernia. Per medical records the mesh was implanted seventeen years prior to the revision procedure and remains implanted in the patient with no additional complaints of bowel obstruction. Based on the information provided it would appear that the patient's current situation is unrelated to the "marlex" mesh implanted in 1990. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This report represents the "marlex" mesh implanted in 1990 and additional emdr was submitted to represent the bard composix kugel hernia patch. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on information obtained through patient medical records: on (B)(6) 1990 - the patient was implanted with a "marlex" mesh (bard flat mesh) for the repair of umbilical and epigastric hernias.(operative report not provided). On (B)(6) 2007 - the patient presented to the hospital with chronic small bowel obstruction. On (B)(6) 2007 - the patient underwent an exploratory laparotomy, release of small bowel obstruction, enterolysis, jejunojejunostomy, stamm gastrostomy, implant of a bard composix kugel hernia patch to repair recurrent hernia and insert of triple lumen cvp. During this procedure the previous placed "marlex" mesh was noted under exploration and there was a portion of the jejunum noted to be attached to the mesh. The surgeon performed an enterotomy and anastomosis to release the obstruction. There is no indication in the medical records that the "marlex" mesh was explanted. Discharge notes indicate that the patient experienced post operative ileus and was further monitored with an ng tube and IV hydration until this resolved. The following was reported by the contact: on (B)(6) 2017 - the patient was admitted for a "serious infection" and has since had a non-healing wound and a weight loss of 35 lbs. It is reported that the patient was recently implanted with a pacemaker and once that is stabilized the patient will undergo an additional surgery to remove the bard composix kugel hernia patch and replace it with a "dissolvable material."